Event description:
Approx five (5) months after the index procedure, the pt had reoccurring angina. Coronary angiography demonstrated restenosis of the previously implanted cypher stents. The restenosis was not treated by percutaneous coronary intervention (pci) but by medical therapy. The index procedure was classified as an urgent procedure with the indication being unstable angina. The ejection fraction (ef) was unknown. The pt was found to have greater than 50% (>50%) in three (3) vessels: the right coronary artery (rca), the left anterior descending (lad) artery, and the circumflex. Two target lesions were treated in the index procedure. Lesion #1-1: the target lesion was the proximal portion of the saphenous vein graft (svg) to the left circumflex. The lesion was reported to be: de novo, a svg, a total (100%) occlusion, not bifurcated, little or no calcium present, 4.0 mm in diameter, and 70 mm in length. Lesion treatment included the use of stents and other interventional device(s). Two 5.5 mm magic wall stents (bare metal stents-bms) were deployed by direct stenting in overlapping fashion. Angiographic success was achieved. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post procedure timi 3. No procedural or device complications were reported. Lesion #1-2: the target lesion was the distal portion of the svg to the distal left circumflex. The lesion was reported to be: de novo, a svg, a total (100%) occlusion, not bifurcated, little or no calcium present, 3.5 mm in diameter, and 30 mm in length. Lesion treatment include the use of stent(s). Two (2) cypher stents, a 3.5/33 mm and a 3.5/8 mm, in overlapping fashion. Angiographic success was achieved. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. No procedural or device complications were reported. Pre-procedure medications were: aspirin, beta-blocker, ace inhibitors, and statins.